Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2007. Legal counsel reports patient allegations of pain, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Subsequently, patient was revised on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent a total right hip arthroplasty on (B)(6) 2007. Patient¿s legal counsel further reported that a revision procedure was performed on (B)(6) 2013 due to patient allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels, metal poisoning, and metallosis. Additional information obtained through a review of invoice history and patient medical records indicates that the initial surgery on (B)(6) 2007 was a resurfacing hip procedure. Patient medical records further indicate that the revision procedure was performed on (B)(6) 2008 to convert the resurfacing hip to a metal on metal total hip replacement. The revision operative report noted the resurfacing femoral head was incompletely seated, the acetabular cup was vertically aligned, synovitis, and effusion. The revision op notes confirm the resurfacing femoral head was removed and replaced and revealed the acetabular cup was not removed as it was well fixed. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-00066 / 00067).

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2014-00066/ -00067 and -02990).